Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00335. It was reported that the patient was diagnosed with an infection from an unknown incision site. As a result, the scs system was explanted. No further information was provided.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00335.